Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, the infusion set's tubing detached from the connector. Moreover, the infusion set had been used for one day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.